Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented for follow-up with device in backup vvi reset mode. Firmware download was performed and successfully restored the device. The parameters were reprogrammed and the patient will be followed normally.